Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 4890 mg/dl. The customer received insulin flow blocked alarm with insulin pump. Troubleshooting was performed and the issue was resolved. The troubleshooting was not performed for high blood glucose. The insulin pump will not be returned for the analysis.